Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 0292 lead, implanted (B)(6) 2013. (B)(4).

Event description:
It was reported following a recent surgery unrelated to the patient's implantable cardioverter defibrillator (ICD) that when interrogating the ICD it was discovered that the patient had received a shock about four months previous. Patient reported that at that time they were having surgery for another medical concern not related to their ICD. The shock appeared to have resulted from the sensing of noise during surgery. The patient's cardiologist was informed. No changes were made and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.